Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explantation procedure.

Event description:
Boston scientific crm received info that this atrial lead was dislodged one day post implant. It was reported that the lead dislodged numerous times during the implant procedure. This lead was explanted and the atrial port was plugged. To date, no adverse patient effects were reported.